Manufacturer narrative:
Continuation of d10: product ID 3888-33 lot# v918022 implanted: (B)(6) 2013 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's lead had elevated impedances; the patient noted that there were "years of elevated impedance." The patient felt like they were recharging their ins more and the patient met with the patient, and the patient noted that they had been increasing stimulation to get more relief. The ins, lead, and extension were replaced. It was noted that two new leads were placed. The representative clarified that there was no issue with the extension.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID: 3888-33 (lot: v918022); product type: 0200-lead; explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports a lead was explanted. No further information was provided.